Manufacturer narrative:
(B)(4). The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the rotations per minute (rpm¿s) on the motor device were below specification. An assessment was performed on the device which found that the device failed safety assessment, the teflon seal protruding from the swivel assembly the unit reflected low rpms with a reading of 73,847 rpm's which is lower than manufacturers' specification (specified reading is minimum of 75,000 at 90psi). It was also observed that the soft couple nut was cracked, the lock cylinder and pawl release showed damage, the pawls showed damage, and the vanes were worn out. Therefore, the reported condition was confirmed. It was determined that the protruding teflon seal, cracked soft couple nut, and worn out vanes was due to normal use. It was further determined that the worn out vanes was what caused the low rpms. The assignable root cause of these conditions were due to normal use over time. The damage on the pawls, pawl release and lock cylinder was determined to be due to not using the disconnect sleeve properly while the motor was in use. It was determined that the damaged components caused the motor to fail the safety assessment. The assignable root cause of this condition was determined to be component damage caused by user error. If any additional information should become available, this notification will be updated accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the rotations per minute (rpm¿s) on the motor device were below specification. It was further noted that the device failed safety assessment, the teflon seal protruding from the swivel assembly reflected low rpm¿s, the soft couple nut was cracked, the lock cylinder and pawl release show damage, and the pawls show damage, and the vanes are worn out. Since the device was returned for service, there is no relation to surgery, no injuries or medical intervention, and no user reports filed in association with this event. If any additional information should become available, this notification will be updated accordingly.